Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the compressor had low output. Additional malfunctions for this device was the red light on the pcb continued to flash after repairs were done, and the on/off switch had no alarm.